Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported under infused during therapy of cetuximab, 390ml to be infused over 60 minutes however, the device delivered in over 90 minutes which was not reproduced. A review of the event history log identified infusion was programmed at a rate of 380ml/hr with a vtbi (volume to be infused of 400ml. The pump stopped due to air in line. The infusion was completed. The infusion ran for a total of 1 hour 4 minutes delivering 400ml at 380ml/hr. The theoretical volume delivered with the above parameters equals 405ml, so the difference is 1.3 percent, which falls within the 5 percent specification. The user inputted an additional vtbi of 200ml, and ran an infusion at 380ml/hr. The pump stopped due to an air-in-line, after which the door was opened, the set removed, and door reclosed. The reported problem was not evaluated for during service as evaluation claimed the device was only sent in for a refurbishment activity and would therefore not require evaluation of a customer complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of cetuximab, 390ml to be infused over 60 minutes however, the device delivered in over 90 minutes. No additional information is available.